Event description:
Philips received a report from a customer that the exposure pedal (foot switch) was not working for fluoroscopy. A patient was involved in the event, but patient and user were not harmed.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.